Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Burchiel, k.j. Deep brain stimulation targets, technology, and trials: two decades of progress. Neurosurgery. 2016;63 suppl 1:6-9. Summary: the history of deep brain stimulation (dbs), what we know about its mechanism, the current status of the field, issues related to implanting methods, and future indications. Reported events: one patient with deep brain stimulation (dbs) implant experienced a small asymptomatic cortical hemorrhage. Less than 10 deep brain stimulation (dbs) electrode implants resulted in infection. No specific device information was provided in the literature article.